Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving hv therapy. Review of episode revealed possible atrial fibrillation with rapid ventricular response inappropriately diagnosed as vt. Patient received inappropriate atp and inappropriate hv therapy. Suggested programming changes were not made. Physician elected to use medicines to control af.